Manufacturer narrative:
The zoll catheter was returned to zoll on 01/27/2017, for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A (B)(6) male patient was hospitalized for fever management. The patient's temperature prior to ivtm therapy was 37.5°c. Throughout the duration of the patient's temperature management therapy, 3 icy catheters were used (insert date: (B)(6) 2017). A zoll icy catheter was inserted into the patient's femoral vein. Catheter insert was smooth. Dwell time for each catheter used was 4 days. According to the reporter there were no issues with insertion. The third catheter was routinely removed on (B)(6) 2017. At the time of removal, it was reported that the catheter could not be completely removed from the patient. After a sonography, it was determined that the distal balloon had separated from the catheter. According to the treating surgeon anesthesia, the balloon was completely removed using vascular surgery. There are no reports of patient consequence as a result of the reported issue and the patient continues to recover from his multiple medical trauma.

Manufacturer narrative:
The icy catheter was returned on january 27, 2017 for evaluation. A visual inspection of the returned catheter found that the 5-luered tubings were cut off and the distal balloon detached from the catheter. In the photo, the bulging object is the remnant of the distal balloon on the distal end of the catheter. The balloons and shaft were received with traces of blood. Based on the condition of the returned device, further testing including but not limited to, leak, lumen and cross talk testing could not be performed. The lot number of the icy catheter was not provided; thus, a device history record review could not be performed. In summary, the reported complaint of detached balloon on the catheter was confirmed during the visual examination of the catheter. The evaluation of the catheter was limited due to the condition of the returned device. Therefore, a root cause could not be determined. However, during the manufacturing process, all icy catheters and extension tubing are 100% inspected for leaks. Only units that pass this testing are moved to the next process. The icy catheter IFU provides special instructions for catheter removal which state: do not remove catheter if resistance is felt. Check to ensure that the inflow and outflow lumens of the cooling circuit are not capped. If they are capped, uncap them and try removing the catheter again. If resistance is still encountered, an x-ray should be performed to identify the reason for the resistance.